Event description:
It was reported that a spectrum pump was constantly alarming for downstream occlusion when no occlusion was present. The pump will not allow the user to navigate anywhere in the pump due to this error message. It was also reported that there was no patient injury or involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported "constant downstream occlusion alarms" was confirmed through the history log, but was unable to reproduced during the eval. The unit passed downstream occlusion testing per the spectrum service manual.